Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded and there was contrast in the device. Microscopic and tactile inspection revealed a break in the hypotube at 63cm from the strain relief. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the corewire presented no damage or irregularities. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 60% stenosed, 23mm in length target lesion was located in the mildly tortuous, severely calcified and 3.5mm in diameter left anterior descending artery. A 3.5mmx12mm quantum¿ maverick¿ balloon catheter was selected however during the procedure while still outside the patient's body, the shaft of the balloon catheter was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.